Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy helped at first but then patient said it went downhill and said that really hasn't been able to stop using protective garments. Patient also said that a couple of months ago noticed a return of symptoms, said that is peeing everywhere. Patient said that was told that the therapy would not keep her from urinating everywhere however said that they are trying to get rid of a constant bladder infections as the bladder wasn't emptying all the way. Patient said that went to urogynecology appointment last week and saw the physician's assistant and they switched the program and patient said that now patient feels the stimulation in the rectum area which they haven't ever felt before so patient said that they turned the stimulation off. Agent reviewed therapy information and general programming guidance. When asked, patient said that they know how to switch programs and will do so on their own. The patient was redirected to their healthcare provider to provide an update to the managing healthcare provider. Patient said has another follow up appointment next month. Additional information was received from a healthcare professional (hcp) on 2025-jun-03. The hcp reported that they first established care with the patient in 2022. They also indicated that the patient did not experience urinary retention prior to having the device and catheterization was not the patient's standard of care. The hcp indicated that the implanted device/therapy did not cause or contribute to patient's bladder infection(s). The device was intended to treat urge incontinence, fecal incontinence, and urgency frequency. The hcp also indicated that the patient had bladder infections prior to implant and they were resolved. The patient does not current report concern for bladder infections.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.